Event description:
It was reported that during a percutaneous coronary intervention, the balloon had difficulty deflating. The target lesion was located in the left anterior descending artery. A 4.0x12mm quantum apex balloon was advanced for post dilation and after the first inflation at 12 atm's the balloon would not deflate. The physician told the technician to go ahead and deflate the balloon but it did not deflate. On the 3rd attempt, it was finally pulled negative enough to deflate the balloon. The balloon was removed with no complications. There were no patient complications and the patient status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the balloon was received in a deflated state. Dried contrast media was visible in the wire lumen and balloon. The catheter was soaked in a bath of circulating 37 degree celsius water for 24 hours to attempt to loosen solidified contrast in the balloon and inflation lumen. The shaft was twisted near the proximal end of the guidewire exit notch. Using an inflation device filled with warm water, the device was carefully pressurized and purged to remove residual contrast in the catheter. There were no leaks in the catheter or inflation port connection during the rinse and purge operation. A solution containing a water/glycerol mixture was used to prep the catheter according to the directions for use. The catheter was pressurized to rated burst pressure and stabilized for five minutes. The catheter was then subject to a negative pressure and the balloon deflated in 19 seconds. The reported deflation issue was not confirmed, however the twisted condition of the shaft likely restricted the lumen preventing the balloon from deflating. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).